Event description:
It was reported that a review of an electrocardiogram (egm) for the patient with this pacemaker was requested to determine whether the arrhythmia was ventricular tachycardia (vt) or supraventricular tachycardia (svt). Technical services (ts) reviewed the event and indicated that the rhythm was likely svt but recommended obtaining a physician's opinion for confirmation. Ts also noted that the pacemaker exhibited far-field oversensing of some r-waves on the right atrial (ra) lead channel. No adverse patient effects were reported. This ra lead remains in service.